Event description:
It was reported that at a routine follow-up appointment, the physician observed right atrial (ra) far-field over-sensing from this implantable pacemaker. Ra threshold testing was subsequently performed, which showed evidence of cross-talk over-sensing following a ventricular pacing. All other sensing parameters were stable and within range. The physician elected to reprogram the device to resolve the event and no adverse patient effects were reported. This pacemaker remains implanted and in-service.